Event description:
The customer reported that a malfunction occurred after they accidentally dropped the pump on the floor while changing the cartridge. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction did not recur afterwards. It was resolved that the customer could continue using the pump, and they were advised to restart the cgm, load the cartridge, and resume insulin independently. The customer was also instructed to call back if the malfunction recurred within 24 hours or if any other malfunction code reappeared.